Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) on (B)(6)2024 and (B)(6)2024, it was reported that the four infusion set was fell off during use. Patient's blood glucose at time of event was noticed - 176mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR 1904996 -MDR 3003442380-2024-12137 device 3 of 4